Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, non sustained right ventricular oversensing was observed. The episodes were observed to be due to myopotential oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.